Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2018-06452. This report is in relation to the patient's cervical scs system. It was reported the patient had been receiving inadequate stimulation. Reprogramming was unable to provide resolution. X-rays were taken and an impedance check was performed. High impedance was found on a majority of contacts. As a result, the doctor decided to explant and replace the patient's extensions. Surgical intervention addressed the patient's issue.